Event description:
Possible air embolus. Pt was being bled on by pt care tech. Alarm sounded air detector popped. Pts lanes clamped and put in trendeleburg position administered at 3l via nasal cannula. Pt complained of faintness & shortness of breath. After oxygen pt said "I feel better" dr. Advised of situation - machine pulled and checked. Pt's blood returned and treatment ceased. Asked to return the next day to resume treatment. No complications ensured.